Event description:
It was reported that the patient experienced an urgent low glucose while using a dexcom g7 with the ilet system, with the lowest cgm value of 46 mg/dl, lasting about an hour, and the patient treated with oral carbohydrates in the form of ice cream; the patient believed cold and flu medication contributed, and no device-specific problem or component malfunction was identified. Symptoms included hypoglycemia with associated confusion or disorientation, dizziness, and muscle weakness. Outcomes included characterization as a serious injury or illness per health impact coding and the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information to attribute the event to a medical device problem or any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.